Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated the inflatable penile prosthesis had been working fine up until 3 weeks ago. The deflate button remained in a receded/flat position. Troubleshooting pump/valve maneuvers were attempted, but were unsuccessful. The patient indicated that the pump bulb feels full and not deflated. However, he is not able to to pump the bulb to obtain an erection. The patient was advised to call his physician to inform them of the issue so that it could be evaluated in the clinic. No patient complications were reported.